Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that they were hospitalized for high blood glucose readings that were over 300 mg/dl. The name of the hospital was (B)(6). The customer was not wearing the insulin pump during the hospitalization. The customer's current blood glucose was 314 mg/dl. Treating the high blood glucose with manual injections. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.